Event description:
It was reported by a non-medical professional that the patient underwent a surgical procedure in 2006 where the surgical screw was implanted at l4-l5. Post-op the patient immediately developed pain. In 2007, the patient was put under anesthesia with plans to remove the screw. Reportedly, some time into the surgery, it was discovered that the appropriate surgical instrument for removing the screw was not present in the or. The wound was closed, and the patient was taken to recovery. Five days later, the patient underwent a surgical procedure where the screw was removed. Immediately following this surgery, the patient's pain subsided.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.